Event description:
It was reported that the pulse generator went into back-up vvi mode during attempted firmware upgrade. The patient felt dizzy and short of breath during the event. The device was restored back and successfully upgraded the firmware. The patient was stable after the intervention.